Event description:
It was reported that occlusion alarms occurred. System check was being performed with tandem technical support; however customer declined completing the system check. Additionally, it was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump and transmitter regained connection. Customer's blood glucose was in 132-224 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.